Event description:
A report was received that the patients ipg was too deep to charge. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.